Manufacturer narrative:
The sensor replacement alert was first presented to the user on 2 aug 2024, day 134 after insertion. The sensor was tested in-house, and the review of investigation analysis revealed a loss of chemical performance. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to the sensor's hydrogel oxidation. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4.date of this report 01 november 2024. D9 device available for evaluation? Yes on 10/04/2024. G3.date received by the manufacturer? 21 october 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On august 5, 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.